Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. No prime anomaly could be verified due to the motor error alarm. The insulin pump had a cracked case at the display window corner, minor scratches on the display window, a cracked belt clip slot at the battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer received excessive no delivery alarms, and insulin was squirting out. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.